Event description:
A customer contacted beckman coulter inc. (Bec) stating that the phosphorus module (phosm) reagent level was low in the unicel dxc 800 pro synchron chemistry analyzer. While troubleshooting with customer technical support (cts), the customer found phosm reagent leaking under the module and green residue on lines. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse replaced the phosphorus module, primed and aligned. The photometer lamp and phosphorus chemistry was calibrated. Repairs were verified per established procedures prior to returning it into service. Bec identifier for this report is (B)(4).